Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly or rewind loop noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump stopped working. Customer's blood glucose reading was 128 mg/dl. Customer stated that he is unable to exit the "preparing to prime" loop. Troubleshooting was done and the pump did not exit the rewind complete/bolus delivery loop or complete the fill tubing process successfully. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.